Event description:
The customer reported inconsistent pads/paddles messages on the event summary.

Manufacturer narrative:
The customer reported inconsistent pads/paddles messages on the event summary. A follow-up report will be submitted, upon completion of the investigation.